Manufacturer narrative:
The impella 5.0 has not been return by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient had impella cp pump inserted in the left femoral for post-cardiotomy cardiogenic shock (pccs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported the patient developed am ischemic cerebrovascular accident (stroke). The ischemic stroke was intensive and therefore treatment was not rendered. No further information was provided.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records. Corrected information for the initial MFR 1220648-2021-01066 was provided in sections b2, b5, d6, d8, h1, h3, and h6.

Event description:
Additional information was received that the patient ultimately expired.